Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the lens was aligned with the intended correct axis, but the axis seemed to flip, but not entirely. Topography showed a symmetrical astigmatism. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 and (B)(6) 2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on (B)(4) 2012. The MFR internal ref # is: (B)(4).